Manufacturer narrative:
The device is expected to be received for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to delivery an unspecified medication. After an unspecified length of time, an unspecified volume of solution leaked at the connection of the option-lok male adapter of the plumset and the patient¿s IV access site. The customer contact reported that the connection was tightened securely and the therapy was completed. It was reported that the patient was instructed to wash exposed area with soap and water and was supplied with a hospital gown. The customer contact reported that the tubing set was disconnected from the mainline IV. No specific details were provided. The tubing set was placed in a double bag. No specific details were provided. There were no reported adverse patient effects and no reported delay in critical therapy. No medical interventions were reported. No additional information was provided.